Manufacturer narrative:
Concomitant product(s): dtba1d1 ICD, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion and the left ventricular (lv) lead had high threshold measurements. It was also noted that the right atrial (ra) lead had dislodged. After extraction of the lv lead, the ra lead experienced an increase in lead impedance and thresholds. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead in segments was returned, analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.